Manufacturer narrative:
The following products were used in the surgery: product ID: 9193011, lot: ny81, qty: 1, UDI# (B)(4), 510(k): k052261; product ID: 75445540, lot: unknown, qty: 1, UDI# (B)(4), 510(k): k042025; product ID: 75445545, lot: unknown, qty: 1, UDI# (B)(4), 510(k): k042025; product ID: 7540020, lot: unknown, qty: 1, UDI# (B)(4), 510(k): k052187; product ID: 8690040, lot: unknown, qty: 1, UDI# (B)(4), 510(k): k011508. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via patient call that post-op, the patient had allergic reactions to different medications. Severe hypersensitivity-weakness in arms/legs and pain in most areas of the body was noted. The patient also alleged that the allergic reaction might have been due to the metals in the implants. In an allergy test, it was determined that the patient is highly reactive to nickel and mildly reactive to two other metals.